Manufacturer narrative:
Device evaluation: the evo-10-11-6-b device of lot number: c1057497 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to the (B)(4) study. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0056) lists ¿stent occlusion¿ as a potential adverse event. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause can be attributed to patient pre-existing conditions and/or a known potential adverse event. From the study it is known that the patient had ampullary cancer, the cause of the obstruction was reported to be due to tissue or tumor ingrowth with progression of cancer listed as the cause or contributing factor of this event. Also, as previously noted, ¿stent occlusion¿ is listed as a potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the stent was implanted on (B)(6) 2014. The patient experienced abdominal pain, itching and vomiting due to recurrent biliary obstruction 105 days post procedure. The patient required antibiotics and endoscopic intervention as a result of this occurrence, a plastic stent was placed inside the study stent. It was reported that the patient recovered/stabilized following this. A second case of obstruction was reported on (B)(6) 2015, this obstruction was not related to the evo-10-11-6-b stent. Patient death was reported on (B)(6) 2016, the cause of death was unknown, from medical advisor input the death was due to progression of cancer.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 06-dec-2024.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(6) 2014 date of first implant procedure with evolution® biliary stent system-uncovered evo-10-11-6-b, lot c1057497 in common bile duct. No adverse events related to the procedure. Re-current biliary obstructions (B)(6) 2015. Due to tissue or tumor ingrowth. Patient presented with abdominal pain, itching and vomiting. Intervention performed 105 days post procedure. Treatment endoscopic intervention plastic stent inside study stent with antibiotics. The site determined the event to not be related to the study device or procedure, related to progression of cancer. Re-current biliary obstructions (B)(6) 2015. Due to tissue or tumor ingrowth. Treatment endoscopic intervention change of biliary prosthesis to a new uncovered metallic prosthesis with antibiotics. The site determined the event to not be related to the study device or procedure, related to progression of cancer. Patient death (B)(6) 2016. Unknown cause of death. Both reinterventions were noted to be successful. On (B)(6) 2016, the patient died. The cause of death was unknown.